Manufacturer narrative:
(B)(4). Pump passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm due to loose drive support disk. No failed battery test alert noted. Pump received with minor scratched lcd window and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received no delivery alarms during bolus, had rejected new batteries, had scratches on the screen and had to rewind to reset. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.